Event description:
Customer reported observing low sample/diluent in wells c12,d1 and e1 when performing the ortho hbsag system 2 elisa using ortho summit.no error message was generated by the instrument. An fse was dispatched and determined that the tip ejection pin was stuck on plunger clamp 12 and that clamp 3 and 12 failed diagnostic testing. Fse replaced 4 plunger clamps, all of the lld springs and the dc motor. Diagnostic testing was performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.